Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed to report the clip failed efaa. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 3. At a later date the patient returned with heart failure and the mr increased to 4. The clip was confirmed to be stable on both leaflets. A second procedure was performed on (B)(6) 2022. One clip was implanted without issue. A second clip delivery system (cds) was advanced and placed on the mitral valve however was curved approximately 110 to 120 degrees due to the medial placement. While establishing final arm angle (efaa) the clip opened. Troubleshooting was performed and the clip passed efaa therefore it was deployed, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip g4 system instructions for use (IFU) states: warning: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. In this case, it was reported that the user curved the cds greater than 90 degrees during the procedure, which appears to have contributed to the reported clip failing efaa. Based on the available information, the reported clip failing efaa could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.na